Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4) .

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is (B)(6) 2016. If explanted; give date: not applicable, the lens remains implanted. (B)(4). Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that one other complaint under the production order number was found; however, it was not related to this reported issue. A product deficiency was not identified. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient's daughter called on behalf of her mother. The daughter reported her mother's has been experiencing symptoms since the bilateral intraocular lens were implanted in 2016. Reportedly, the mother has dry eyes and also has had difficulty seeing however, it is intermittent. How well the patient sees upon arising in the morning dictates what she can do for the day. She reports she can not see the difference between a squirrel and a bird at times. Patient still drives, performs her daily activities; but some days she doesn't see well and isn't able to perform her daily activities, including driving. The squirrel and bird comparison was questioned and has been reported to the doctor. The patient had her cataracts removed due to not being able to drive at night. Recently, the patient recently saw another doctor who concluded all looks good with her eyes. A tear test was performed and the tear production is very low. Doctor suggested the patient use over the counter preservative free drops. The doctor stated it may take a few different types of drops before she finds one that works for her. The patient did get glasses post op after the healing and really only wears/needs them for reading. She does not wear the glasses 24/7. Patient has no underlying conditions, is in good health, although she is a borderline diabetic and checks her sugar regularly. She denies hypertension, glaucoma and macular degeneration. No further information was provided. The patient had bilateral lens implants and this report represents the lens implanted in the right eye. A separate report will be filed for the patient's left eye.